Manufacturer narrative:
The insulin pump had a motor error alarm during the basic occlusion test due to loose/flush drive support disk. The device did pass the displacement test and the motor was tested outside of the device and passed. The insulin pump was received with minor scratches on the lcd window, scratches on the reservoir tube window and cracked reservoir tube lip. (B)(4).

Event description:
Customer's father reported via phone call motor error alarm on the insulin pump. Customer's blood glucose reading was 368 mg/dl. Troubleshooting for the motor error on the insulin pump was performed. Customer received the motor error alarm during a bolus attempt. Customer was unable to rewind as the motor error alarm occurred. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.